Event description:
Dexcom g7 glucose monitoring sensors came in a package of 8. They are applied by a registered nurse. 3 of 8 did not work and dexcom replaced them one by one as reported to it. ID:aw00077rev001mt00077. Has date of 2022. Reference reports: mw5144984, mw5144986.